Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unable to confirm the complaint. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the components remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: femoral item # unknown lot # unknown, tibia item # unknown lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05688, 0001825034-2019-05689.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is experiencing an allergic reaction the prosthesis, and has sought medical attention at an allergy clinic. Attempts have been made, and no further information has been provided.